Event description:
Info rec'd indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend linkage was binding. The tech lubricated the trend box linkage to repair the bed.